Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00577. This report is being submitted as additional information. (B)(4). Approximate age of device- 82 days. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The patient presented to the center with abdominal pain, general malaise, and diarrhea. Supradiaphragmatic findings included a description of fluid and air surrounding proximal aspect of vad outflow cannula and driveline. Prior to pump exchange, the patient was started on an IV of daptomycin, meropenem, and micafungin. Due to surgeon preference, the pump will not be returning. The patient remains ongoing and no further issues have been reported. The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the clinic on an unspecified date with abdominal pain, general malaise and diarrhea. On (B)(6) 2017, the patient was diagnosed with an infection. Diagnostics revealed fluid and air surrounding proximal aspect of vad outflow cannula and driveline. There were no abnormal standings or fluid collections along driveline through its course in abdomen. The patient was started on intravenous daptomycin, meropenem, and micafungin. On (B)(6) 2018, the patient underwent a pump exchange for the infection. No additional information was provided.